Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was worn for less than an hour.

Manufacturer narrative:
Adhesive pad not returned with device. The device was received not deployed with the slide insert not present in the viewing window. The linkage assembly, visible through the top housing, remains in the unfired position. Data downloaded from the device indicates a rotational sensor malfunction occurred during the priming sequence that prevented the device from running enough pulses to deploy. Black substance noted on the top left corner of the internal chassis. The device was reset, paired with a pdm, and a rotational sensor malfunction was reproduced during bolus delivery. The needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed. Inspection of the drive mechanism found contamination on the commutator cap at the cap/sensor spring interface. A root cause for the reported event has been identified.